Event description:
Rn noticed some discoloration and a particle in the dianeal tubing (about half the size of a pea and brown). She disconnected the bag and set it aside. When they attached a new bag, they inspected it thoroughly and saw no discoloration or contaminants so they proceeded. Shortly after, the tubing on this second bag began to discolor (brown). Pharmacy was called to inspect the bag. Pharmacy did not see any precipitate in the second bag but did see the discoloration. There was some confusion about whether or not cultures had been done over night so the bags were retrieved by a lab technician to do cultures on the fluid in the bag as well as the particle found in the bag.